Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels. Customer had not test blood glucose levels, but stated that she felt like her blood glucose levels were approximately 60 mg/dl. Reportedly, customer accidentally set the wrong time on the pump. Customer drank juice to stabilize blood glucose levels.